Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory was caused by a power-on reset (por) that occurred during hv delivery. The device was tested on the bench and using automated testing equipment and no anomalies were found. The cause of the por was not determined.

Event description:
It was reported that the device went into backup vvi mode after delivering a shock. The device was explanted and replaced. Patient was stable after the event.